Event description:
Pt has 1 suture from t-fastener remaining embedded in abdominal wall. T-fasteners were removed approximately 1 month after placement. Site is irritated and bleeding. Reporter will notify the mfg if any medical intervention is required to remove the sutures. No intervention to date. One pt involved.